Event description:
It was reported that within one day post implant, a right atrial (ra) lead dislodgement was confirmed by x-ray. The ra lead was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2013, 9529 implantable cardiac monitor (B)(6) 2012, 8637 neuro pump (B)(6) 2012, 8709sc catheter (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the lead had apparent explant damage. The analyst commented that the helix tests were performed an all results were within specifications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.